Event description:
It was reported that during a vascular stenting procedure, the stent could only be partially deployed 1/4 of its length. The delivery system with the partially deployed stent was removed from the patient together with the guide wire as one unit. Another vascular stent was deployed to complete the procedure successfully. Reportedly, no pre-dilation had been performed. There was no patient injury reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involved a similar device to a PMA approved device sold in the u.s. Under # p070014. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Another complaint was reported for this lot number. The evaluation of the sample confirmed that the deployment mechanism had been activated. The stent was partially released and fractured at the distal end. The condition of the sample indicates the occurrence of excessive release force caused by increased friction. Ther eis no indication for a manufacturing-related issue. Potential factors that could have led or contributed to the event have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be related to difficult anatomical conditions as tortuous or calcified vessels may lead to increased friction. In this case, the sfa was reported to be calcified. Also the event may be use-related as rough handling of the device may lead to deformation and subsequent release force increase. Reportedly no pre-dilation had been performed which is considered a contributing factor to the event. Based on the info available, a definite root cause could not be identified.